Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The saw hit the saw capture and broke the metal.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. A complaint database search against the reported product code finds additional reported events of saw capture breakage. The previous reports were investigated and the root cause attributed to product wear out. A preliminary risk assessment (B)(4) was initiated on (B)(6) 2016 and released on (B)(6) 2016. The pra concluded all risks fall within the category of broadly acceptable risk. The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.